Manufacturer narrative:
(B)(4). Date sent: 12/05/2022 d4: batch # 511a66 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived along with a tyvek, without anvil, with 9 missing staples and all remaining staples present and protruding inside pockets. The breakaway washer was not present. In addition, marks were observed on the safety and handle. The device was reloaded with staples in the empty pockets, a new washer was placed on the device, and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged causing the staples fall out and the damage to the handle. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 511a66, and no non-conformances were identified.

Event description:
It was reported that the patient with a stenosing tumor of the rectum underwent an abdominal rectosigmoidectomy. During the procedure at the time of making the mechanical colometal anastomosis with a 29 circular stapler, the stapler had a defect in the execution (it fired the staples, but did not cut the tissue), and it was necessary to replace the device.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you clarify if there were any consequences for the patient? No, the doctor redid the anastomosis with a new device (cdh29) and ended the procedure without any consequences or harm to the patient. There were no adverse events to the patient. Could you clarify if there was any change in the patient's postoperative care as a result of the event? No change in postoperative management was necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.